Event description:
It was reported that the lead exhibited noise and less than 200 ohms impedance. The device was reprogrammed. The patient would be followed up in one month.

Event description:
Additional information noted that the right ventricular lead was replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.